Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. Device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported a right side rupture and exchange of textured device implanted due to patient's concern with the product. Healthcare professional additionally reported capsular contracture baker grade ii/iii. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture and exchange of textured device implanted due to patient's concern with the product. Healthcare professional additionally reported capsular contracture baker grade ii/iii. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, a right side rupture. And exchange of textured device implanted, due to patient's concern with the product. Healthcare professional, additionally reported, capsular contracture, baker grade ii/iii. Healthcare professional, later reported, "hole non-specific". Device has been explanted and replaced.